Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The information provided alleges " the patient suffered injuries including, but not limited to, pain, mesh migration, recurrence and additional surgery" however the description does not clearly define which of the mesh implants exhibits migration. No medical records have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery to repair a hernia and a non-bard/davol physiomesh mesh was implanted during the surgery. (B)(6) 2015: the patient underwent surgery to repair a hernia and the bard/davol ventralex hernia patch was implanted during the surgery. As reported, as a result of the implantation of the unreasonably dangerous and defective physiomesh mesh and the ventralex hernia patch, the patient suffered injuries including, but not limited to, pain, mesh migration, recurrence and additional surgery.